Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 30mm amplatzer septal occluder was chosen for implat using a 12f unknown delivery system. During deployment, a cobra formation was noted on the occluder. A new 30mm amplatzer septal occluder was chosen, but cobra deformation was noted on deployment. A new 28mm amplatzer septal occluder was chosen and completed the procedure. The patient was reported stable.